Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument to perform failure analysis. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair procedure, a cable on the force bipolar instrument broke. The instrument was inspected before its use, and no issues were noted. The customer did not see the cable break at the beginning of the procedure, but noticed that the peritoneal flap kept getting stuck at the base of the instrument's jaws, and the peritoneal flap was torn but not by much. There was no bleeding and no unexpected tissue removal due to the event. However, it is unclear if any medical intervention was rendered as a result of the tear to the peritoneal flap. The jaws of the force bipolar instrument were able to open and close. The customer observed a broken cable. The customer reported that no fragments fell inside the patient, and the procedure was not delayed. The procedure was completed with no complications.